Manufacturer narrative:
A non-sterile microcatheter select plus was received coiled inside of a plastic bag. The microcatheter (mc) was inspected and presented a bent. Some waves were noted on the device; however these appear to occur during the handling of the unit when it was returned for evaluation. The mc was observed under a microscope and the bent condition was confirmed. A cordis lab sample guidewire 0.018" was introduced from the proximal end and despite the damaged of mc, the guidewire was able to go through the mc and no resistance/friction was felt on the damaged section. After that, the enterprise ((B)(4)) without stent was introduced into the microcatheter and it was able to go through the microcatheter without any difficulty. The ID from the mc was measured and was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure as 'catheter- obstructed' was not confirmed since the functional analysis was performed successfully and during the dimensional analysis the device meets with ID specifications. The cause of the damaged found on the device could not be conclusively determined, but it does not appear to be manufacturing related. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process; therefore no corrective actions will be taken at this time. This is 1 of 2 multiple products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00442 and 1058196-2011-00443. Additional information will be submitted within 30 days upon receipt.

Event description:
During the procedure, the select plus 150/5 cm microcatheter (606s255x/15268744) was able to be pulled out of the vessel with the enterprise vrd system (enc452812 lot: 01427228), because the enterprise did not leave its sheath and the stent was not fully deployed.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15268744 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is 1 of 2 multiple products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00442 and 1058196-2011-00443.

Manufacturer narrative:
During the procedure, the enterprise vrd system ((B)(4)) jammed in the proximal section of the prowler select plus 150/5 cm microcatheter ((B)(4)). After this occurred, both the enterprise and microcatheter were removed as unit, and another enterprise and prowler select plus 150/5 cm microcatheter were used to complete the procedure without any patient injury. During the procedure, a jailed technique was used, and constant fluoroscopy was performed at all times. No damages were noticed on the microcatheter that may have contributed to the event, and a constant and dedicated saline heparinized solution was maintained through the microcatheter at all times. After removal, no damages were noticed on the delivery microcatheter or enterprise system or stent. The microcatheter distal tip was not re-shaped. Other than the reported events, no damages were noticed on any other sections of the devices (stent-kink, bend, fracture, separated, etc), delivery wire (kink, bend, fracture, separated, etc), distal tip for the first product (kink, bend, fracture, separated, etc) or microcatheter. The stent was still within the enterprise system. The microcatheter was returned for analysis. The target site was the (mca) middle cerebral artery with a vessel diameter of distal 3.0mm and proximally of 3.5mm. The bifurcating aneurysm measured 7mm, neck was 4mm. A non-sterile prowler select plus was received coiled inside of a plastic bag. The microcatheter (mc) was inspected and presented with a bend. Some waves were noted on the device; however these appear to have occurred during the handling of the unit when it was returned for evaluation. The mc was observed under a microscope and the bent condition was confirmed. A cordis lab sample guidewire 0.018" was introduced from the proximal end and despite the noted damage of mc, the guidewire was able to go through the mc and no resistance/friction was felt at the damaged section. After that, the enterprise, without the stent which had been deployed during functional testing with a lab sample mc prior to receipt of the involved mc, was introduced into the mc and it was able to go through the mc without any difficulty. The ID of the mc was measured and was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported obstruction of the microcatheter was not confirmed; functional analysis was performed successfully and the dimensional analysis found the device ID within specifications. The cause of the damaged found on the device could not be conclusively determined, but it does not appear to be manufacturing related. It is possible that procedural factors may have contributed to the event; however, based on the available information, no conclusion can be made. Neither the analysis nor the DHR suggest that the reported inability to insert the enterprise through the proximal end of the microcatheter is related to any manufacturing or device performance issues; therefore no corrective actions will be taken at this time. This is 1 of 2 multiple products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00442 and 1058196-2011-00443.